Manufacturer narrative:
(B)(6). This report is being filed on an international product, list number 7k70, that has a similar product distributed in the us, list number 6c06. (B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect total psa, list 07k70-36, manufacturing site abbott (B)(4) to the architect i2000sr, list 03m74-01, manufacturing site abbott (B)(4). MDR number 1628664-2015-00146 has been submitted and all further information will be documented under that MDR number. Evaluation in progress.

Event description:
The account generated a falsely depressed architect total psa result of 2.3 ng/ml on specimen (B)(6) which was retested upon 1:10 dilution. Initially, the specimen tested >100 ng/ml. The specimen was repeated upon dilution with another architect analyzer total psa of 234ng/ml and the same analyzer of 224 ng/ml. No specific patient information is available. No impact to patient management was reported.